Manufacturer narrative:
The device and the lens were returned in plastic bag inside the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger was retracted to mid-nozzle. There was no damage observed to the device. The lens was returned adhered to the back of a medical sticker in dried solution. There was no damage observed to the lens. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A qualified viscoelastic was indicated. The product investigation could not identify a root cause for the complaint of "lens didn't exit system completely, not implanted". The lens and the device were returned separated. No damage was observed to the lens nor the device. Based on the description of the event, it is possible that the lens was not inspected at haptic check position prior to delivery into eye. The position of the lens or plunger during lens advancement cannot be determined as the products were returned separated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure there was resistance during injection and only half of the lens came out of injector tip. The lens and tip were pulled out and another lens was implanted instead. There was no reported patient harm. Additional information was requested.